Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2025 and presented with seizure.

Manufacturer narrative:
Seizure is a sudden, involuntary skeletal muscular contractions of cerebral or brain stem origin. However, according to coolsculpting user manual, vasovagal symptoms which is a rare adverse event can be attributed to coolsculpting treatment and one of those symptoms could be a myoclonic jerking which appears as seizure like activity. A supplemental report will be submitted if and when additional information is obtained.